Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was 560 mg/dl. Customer administered a manual injection to address their bg level.